Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously report under manufacturer report number 2015691-2024-06648. The delivery system was returned for evaluation. During evaluation of the device pre-decontamination there was no damage noted to the delivery system. No leakage was observed while flushing the guidewire lumen. The balloon was also able to be fully expanded during functional testing, again with no leakage observed. Based on the findings from the evaluation follow up was made to confirm that the correct device was returned. The correct device was returned but it was confirmed that no actual rupture of the device was observed. They physician had voiced that a rupture may have occurred, but no allegation was made that it did. As such, this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the patient had very tortuous anatomy and balloon on first delivery system was thought to have ruptured while advancing the system through the iliac/aorta, so it was removed and a new valve and delivery system were prepared.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information from the field. B4, d9, g3, and h2 have been updated. B5, h6: health effect - clinical, and h11 have been corrected. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06755. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the patient had very tortuous anatomy and balloon on first delivery system was thought to have ruptured while advancing the system through the iliac/aorta, so it was removed and a new valve and delivery system were prepared. Per follow-up communication, the valve appeared mangled, prior to removal through the sheath. Additionally, the field clinical specialist clarified there was no known balloon rupture, only resistance of the delivery system advancing through the sheath, at which point balloon rupture was speculated.